Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a routine pre-discharge device interrogation after system implant for an implantable cardioverter defibrillator. Interrogation of the device revealed episodes of non-sustained right ventricular oversensing caused by post-paced t-wave oversensing. The device was reprogrammed to address the oversensing, and the patient was in stable condition.